Event description:
The battery indicator on her one touch ultra meter appeared on the display. The pt was feeling weak and nauseated at the time of concern. She was unable to test on the meter before, during and after experiencing the symptoms because the battery indicator was appearing on the meter's display. She called the paramedics, who tested her on heir meter with a result of 62 mg/dl. She was not given any treatment by the paramedics. Howver, her son give her a soda. At the time of troubleshooting, it was verified that this was not a new product. The pt had reported that a battery was replaced in one of meters, but she did not know if it was in the subject meter. This complaint is reported because the meter failed to provide a result at the time the pt was experiencing low symptoms. The paramedics' meter result was 62 mg/dl and the pt was given a soda by her son. A replacement meter, control solution, and test strips were sent to the lay user/pt.